Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. Maintenance history was reviewed with the customer and recommendations were made to replace and calibrate instrument probes and decontaminate the bulk solution tubing. The customer attempted recalibration with a new calibrator which failed, therefore the customer was sent new reagent. The customer called to report the calibration failed with new reagents and calibrators. In troubleshooting the issue, the customer centrifuged the calibrator and obtained acceptable master calibrator 1 values. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.